Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure placement difficulty was encountered. At implant sensing was good however after ten minutes low rwaves was detected. It was also reported that multiple times the rv lead removed, and after repeated "quibble" the tip could not be moved. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.